Event description:
It was reported that during an ipg revision, it was found out that the lead had high impendance. The lead was replaced and patient was doing well postoperatively. The explanted lead will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.